Event description:
It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2009, the patient presented with stable angina. The target lesion was located in the mildly calcified right posterolateral branch (rpl) with 78% stenosis and thrombus. The target lesion was treated with pre-dilation at 4atm and placement of a non-bsc stent, with 39% residual stenosis. Additionally, an unknown size taxus liberte stent was deployed to treat a de novo lesion in the distal right coronary artery (dist rca), with 34% residual stenosis. Timi flow post procedure was 3. The patient was discharged. In (B)(6) 2009, during the follow-up, angina condition was not observed and it was confirmed that the patient had been continuously taking aspirin, clopidogrel and wafarin. In (B)(6) 2009, the patient bumped his head and was hospitalized the following day. CT was performed and no issues were observed. The patient was discharged. The patient presented with headache 8 days later. CT was performed and the patient was diagnosed with intradural hematoma. So the physician stopped antiplatelet therapy and took a wait-and-see approach. In (B)(6) 2009, clopidogrel was withdrawn. During the follow-ups in (B)(6) 2010, (B)(6) 2011 and (B)(6) 2012, angina condition was not observed and it was confirmed that the patient had been continuously taking aspirin and wafarin. In (B)(6) 2013, the patient lost consciousness when he was taking shower. Cardiopulmonary arrest was confirmed. The patient was sent to the emergency room of another facility and the defibrillation was performed. However, the patient did not come back to life and expired. The physician considered this event as a cardiac death.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).